Event description:
During preventive maintenance testing at the user facility, a review of the device history noted a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found that the device fan was fan was skipping and not turning properly. The probable cause to the customer reported s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.